Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Approximately one week later the device was explanted and successfully replaced. The rv lead remains in service. At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (B)(4) advisory population.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on 3/10/2007, declared end of life (eol) due to a charge time measurement of 31 seconds. The monitoring voltage was 2.58 volts. It was also reported the patient had an infection and low hemoglobin so a device changeout procedure had not yet been scheduled. The device planned to be replaced once those conditions improved. To date, there have been no adverse patient effects reported.

Event description:
--